Event description:
It was reported that the ventilator alarmed high pressure while the pt was in bounce chair. After the pt was moved from a bounce chair to a crib, the ventilator began to alarm apnea. The pulse oximeter read o2 sats were 98% and hr 161. When the pt was disconnected form the circuit, there was no pressure following via the ventilator. The pt was manually ventilated. No pt harm reported. The dealer ran the ventilator for to days with no incident.

Manufacturer narrative:
Na